Manufacturer narrative:
This spontaneous case was reported by a non-health professional and describes the occurrence of medical device removal ("removal") in a female patients who had essure inserted. Additional non-serious events are detailed below. There was no information on the patients' medical history or concurrent conditions. On an unknown date, the patients had essure inserted. On unknown dates they experienced injury ("still experiencing problems after removal") and underwent medical device removal (seriousness criteria disability and intervention required). The patients were treated with surgery (essure removal). The reporter considered injury and medical device removal to be related to essure administration. The reporter commented: essure inserts: a coffee-meet-up to help victims. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 06-feb-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a non-health professional and describes the occurrence of medical device removal ("removal") in a female patients who had essure inserted. Additional non-serious events are detailed below. There was no information on the patients' medical history or concurrent conditions. On an unknown date, the patients had essure inserted. On unknown dates they experienced injury ("still experiencing problems after removal") and underwent medical device removal (seriousness criteria disability and intervention required). The patients were treated with surgery (essure removal). The reporter considered injury and medical device removal to be related to essure administration. The reporter commented: essure inserts: a coffee-meet-up to help victims. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.